Manufacturer narrative:
It was reported that the 8 mm poly insert would not engage on posterior lip. The 6 mm poly insert was implanted to complete the case. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the 8 mm poly insert would not engage on posterior lip. The 6 mm poly insert was implanted to complete the case.

Manufacturer narrative:
It was reported that the 8mm poly insert would not engage on posterior lip. The first 6mm poly insert was attempted with the same results. The second 6mm poly provide with the kit was implanted to complete the case. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: the 8mm and 6 mm sized poly inserts were returned for evaluation. Review indicates that the inserts were manufactured to specification. The inserts showed clear marks of the posterior edge of the tray about 5mm inbound of the edge of the poly. Observation suggest that the insert was likely resting on the top of the posterior tray rather than engaged with the posterior interlock while impacting. The anterior interlock is also deformed in a way that would suggest the poly was not sitting flush with the tray with the posterior interlock engaged when the insert was impacted.

Event description:
It was reported that the 8mm poly insert would not engage on posterior lip. The first 6mm poly insert was attempted with the same results. The second 6mm poly provide with the kit was implanted to complete the case.